Event description:
As reported: the incident happened during a two-day large bore wound care training workshop in at a hospital. Participants were divided into three groups while each group consisted of one to two doctors and three nurses, who were all new to manta closure device. Introduction of manta had been presented to the participants before the hands-on session of using manta on the blood vessel model. The products involved were intact and no damage was observed. However, the doctors in each group commented that they felt resistance while inserting the bypass tube into the sheath hub through the hemostasis valve. It was noted that stronger force was needed to insert the bypass tube into the sheath hub, but complete insertion of bypass tube was failed. The manta's bypass tubes were rebounded back from the sheath hub after half of the tube entered into the sheath hub. Although the deployment of manta in the blood vessel model was successful eventually, more bleeding happened by this problem. Additional information received on 16-nov-2021: there was no buckling or bending of the manta bypass tube when it met moderate to severe resistance. It remained in its original shape, but it was partially rebounded by the hemostasis valve when more than half of it inserted into the manta sheath hub. The manta was deployed in a blood vessel model with circulation of red fluid by a pump to mimic human body and pulsatile bleeding from the femoral artery, so there was bleeding during the manta hands-on training. Associated to: MDR 3010252479-2021-00219 manta, MDR 3010252479-2021-00220 manta and MDR 3010252479-2021-00222 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Two manta closure devices with sheath hubs attached were returned for investigation. The devices were not individually identified. The devices were decontaminated then visually inspected. Both devices exhibited the device lever was fully pulled and engaged. The manta closure and sheath were locked together, and the collagen and anchor were not present, indicating likely deployed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during a ECMO decannulation training workshop, participants were first-time operators to the manta closure device, and were introduced prior to the hands-on session of using manta on the decannulation simulator. The doctor participants expressed they felt resistance while introducing the bypass tube through the hemostatic valve of the manta sheath; and the bypass tube required excessive force to be inserted into the sheath hub. As indicated in the IFU in step 2 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to the following: MDR fu-3010252479-2021-00219 manta. MDR fu-3010252479-2021-00220 manta. MDR fu-3010252479-2021-00222 manta.